Event description:
It was reported that the bd alaris pump infusion set had leakage. The following information was provided by the initial reporter: when removing epi tubing from the pump I noticed the tubing was wet and the tubing was squirting epi out of the tubing. Quantity affected: (B)(4) ea was there injury? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was submitted for quality evaluation. Visual inspection of the sample did not indicate any damages or abnormalities. The infusion set was then primed and a leak was identified on the silicone tubing at the upper pumping segment fitting. Under magnification a hole was identified on the sample. The customer complaint of leakage was confirmed. Based on the examination of the sample and details of the leakage described by the customer, it was determined that the root cause of the issue was a probable misloading of the infusion set. The leakage was only identified when the tubing was in the pump and not during priming, and therefore the tubing may have been damaged during loading of the infusion set. The bd clinical team has been made aware of the issue and they will be in contact with the customer to determine if further training or instruction is needed for proper use of the infusion sets. A device history record review could not be performed because the lot number is unknown.